Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front and back therapy electrodes. Patient reported was recommended to use cocoa butter by a physician. Follow up indicated that the patient began using otc cortisone cream and the skin improved.